Manufacturer narrative:
Zoll medical corporation has not yet received the device. A supplemental report will be submitted if the device is received and when it is evaluated.

Event description:
Customer reported that "central line associated blood stream infection on 3 separate occasions". Event 3: it was reported that on (B)(6) 2012, icy femoral catheter was placed for a cardiac arrest patient. The catheter was removed on (B)(6) /2012 due to patient's increase in temperature. Icy catheter's tip was cultured, staph aureus bacteria was identified. Patient expired on (B)(6) 2012. Event 1: MFR report# 3003793491-2013-00033, event 1: MFR report# 3003793491-2013-00034, event 1: MFR report# 3003793491-2013-00035.